Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that a drill bit broke while preparing bone for acetabular screw fixation. The drill bit tip remained in patient.

Manufacturer narrative:
No device or photos were received, therefore the condition of the device is unknown. The frequency of use of this instrument is unknown. Product lot number was not returned, therefore the manufacturing date, field age of the device, and device history review could not be determined. The reported device is used for treatment. With the information provided a root cause could not be determined with certainty.